Event description:
It was reported the patient had experienced coupling and communication issues with the device. The patient had not charged the device in 1 to 2 weeks, but usually charged every 3 weeks. The patient programmer, recharger, and physician programmer were not able to communicate with the device. An overdischarge couldn't be confirmed without communication. Patient outcome was not provided. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up from the health care provider (hcp) reported the patient was unable to recharge their stimulator. The patient was seen by the hcp and it did not seem the charging system was working correctly. It was noted the hcp used another recharging system and was able to turn the device back on and charge. There were no electrode impedance pairs out of range. It was noted after the device was charged to 75% the device was able to be interrogated and turned back on. The device showed consistent use until (B)(6) 2012 when it was off all day. (B)(6) 2013 the device was on. Device was on part of (B)(6). The device was on (B)(6). When the patient was seen in clinic it was noted the patient was unaware of their stimulator being off for periods of time. It was noted the patient did not require hospitalization due to the event. It was noted the patient was ambulating by themselves when they arrived to have their system checked.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v285122, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v280394, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).